Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient pump during maintenance. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a stuck stirrer motor. The part was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: no similar event has been recorded on the device since its installation in 2019 by reviewing the complaints database. A picture of the motor was provided showing the external condition of the bearing. No rust formation could be noticed upon analysis of the picture. Therefore a mechanical damage of the ball bearing can be reasonably ruled out. Based on the above, the most likely root cause of the reported issue is an electronic failure of the motor circuit board.